Event description:
The customer contacted baxter's service center regarding a check patient line alarm which occurred on the homechoice (hc) during use, during initial drain. The technical service representative (tsr) explained the alarm. The home patient (hp) had already moved around and the hc was in fill 1. The hp stated that the patient line was full of air when the alarm sounded. The hp didn't try to get the air out and continued with their therapy. The hp now wanted to get the air out of their belly. The tsr explained that the line was not primed when they connected; the hp was unsure if they were connected before the "connect yourself" prompt. The tsr explained that they could not get the air out. The tsr told the hp they should contact their nurse. The hp was not happy and ended the call. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2012 regarding the reported problem. The home patient (hp) stated that they did start over with new supplies and they were able to continue as normal. They stated they did not notice anything different or unusual with the supplies that could have caused the alarm. They hp stated they do not have any samples or lot number available at this time. The hp stated overall therapy is going okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The air in line was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.